Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on 11/6/17 with blood glucose of 463 mg/dl. Customer stated that 2weeks ago customer was showing white count and potassium was high and took an antibiotic due to a tooth pull. Customer¿s blood glucose value at time of incident was 549 mg/dl and current blood glucose value was 301 mg/dl. The customer¿s all of symptoms on matrix and heart was going to jump out of chest. The customer was treated with insulin pump and intravenous insulin. Customer stated that the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08730 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. Device uploaded properly using carelink. Device had cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).